Event description:
Three piece zenith device was deployed as intended. Performance of the final angiogram noted a kink in the ipsilateral leg graft. The tortuosity present in the vessel appeared to be impinging upon the graft lumen. Another MFR's stent graft was deployed at the site of the impingement. Patency of the graft was greatly improved. A noted distal type I endoleak was also visible during the final angiogram. Due to the vessel size and desire to maintain patancy of the hypogastric vessel, a main body extension was telescoped up inside the distal portion of the contralateral leg graft. At the viewing of the completion angiogram, patent hypogastrics and good flow through the graft was observed. No endoleak presence was noted. Refer to 1820334-2004-00594.